Event description:
It was reported that the customer experienced an elevated bg level of "high", although a specific value was not given. Customer address their bg with a manual injection. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.